Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (5 mg/ml at 1.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and spinal stenosis. On (B)(6) 2015, an MRI tech was calling for MRI compatibility guidelines as an MRI was being done to evaluate the catheter for a granuloma at the catheter tip. The reporter did not know whether the patient had had any change or increase in symptoms or if they suspected a granuloma at this time or if the MRI was just being done prophylactically to view the catheter tip. Per the reporter's notes on the patient, the patient had had chronic back pain since the pump was implanted in 2013. It was unknown if the patient's symptoms were system-related. The results of the MRI, the actions/interventions taken, the cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information and further clarification regarding the event. If additional information is received, a follow-up report will be sent.